Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) computer was unable to confirm reported problem. Mvs computer launched os and o-arm application, time and date were correct (cmos check) performed virus scan and patient data removal. Installed mvs computer in test imaging system and the system readied and communicated. Successfully performed 2d and 3d imaging at each actuation, as well as image retrieval. No problem found. The reported event could not be duplicated by medtronic personnel. As previously reported the software investigation found that the reported event was related to a software issue.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site and could not replicate the reported issue. The system functioned normally during testing. The mobile view station (mvs) computer was replaced and has been received by the manufacturer, although analysis of the part is not yet complete. A software investigation was also completed. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. The reported malfunction did not cause or contribute to the misplaced screw that occurred during this same procedure.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system was unable to acquire a 2d image. It was reported that the user took a 3d spin, left the system on for 2 hours, and successfully took a 2d image. This image revealed a misplaced screw. The misplacement was not alleged to have been caused by medtronic imaging or navigation. The screw was corrected and another 2d confirmation image was attempted, which was unsuccessful. An error message was displayed stating "failed due to exposure problem". The reported issue did not cause a delay in the procedure, and the patient was not impacted by this malfunction.

Manufacturer narrative:
The system computer was returned to the manufacturer for analysis. The computer operating system and application booted successfully. Time/date check (cmos check) and virus scan were successful. The tester installed the computer in a test imaging system. The system readied as expected. All communication and both 2d and 3d imaging were successful. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. As previously reported the software investigation found that the reported event was related to a software issue.

Manufacturer narrative:
(B)(6).